Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was the exhalation transducer being out of calibration. After calibrating the device, the fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.